Manufacturer narrative:
(B)(4).

Event description:
Reported as: after injection of zyderm in the nasolabial folds, lips and glabella, the pt experienced symptoms of inflammation, nodules and pruritus around the injection sites. The pt was prescribed an injection of triamhexal 20 and steroids. It is unk how the steroids was administered. The adverse events have partially resolved. The pt was treated with zyderm 1 and zyderm 2. It is not known where each product was used for treatment. This report was created for the zyderm 2.